Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not allow the customer to access the calibration screen on two occasions, the insulin pump failed to alert low battery, the reservoir compartment was cracked, the screen was scuffed and hazy occasionally, and the pump had shortened battery life. Troubleshooting was not completed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.